Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8697545. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 8907868) was impeded in the proximal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not be further advanced. The physician removed the stent and the microcatheter from the patient; the stent was replaced and the original microcatheter was used with the replacement stent to complete the procedure. There was no negative patient impact. On 14-nov-2024, additional information was received. Per the information, the procedure was targeting an m1 segment aneurysm. When the stent was removed, it was still on the delivery wire. The stent / stent delivery system did not appear damaged. Continuous flush had been maintained through the microcatheter. The replacement stent was another 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812). The information confirmed there was no negative patient impact and no delay in the procedure due to the reported device issues.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to the additional information received on 13-nov-2023. The information was incorrectly documented in the initial medwatch. Below is the corrected additional information. [Correction]: on 13-nov-2024, additional information was received. Per the information, the procedure was targeting a posterior communicating artery aneurysm. Continuous flush was maintained through the microcatheter during the procedure. The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact and no delay in the procedure due to the reported device issues. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As described in the event description, the stent component was detached from the delivery system. High amounts of dried saline residues were found surrounding the distal end of the delivery wire. No appearance of damages can be observed in either component. Microscopic inspection was performed on the stent component. It was observed to be in good condition. There was no structural damage (i.e., no broken struts, no kinks). It was also observed to be fully expanded with both ends completely flared. The delivery wire was also inspected under the microscope. Multiple stretched conditions were observed at the distal end. Although a functional test could not be performed due to the detached condition of the stent, the reported issue documented in the complaint is confirmed. The damages on the distal end of the delivery wire suggest that excessive force was inadvertently applied during the device advancement which ultimately led to the damages found on the delivery wire. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8697545. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ confirm that the delivery wire does not move relative to the introducer during the removal of the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 11-dec-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.